Event description:
It was reported that during a hand assist sigmoid resection procedure after completing, the anastomosis there were air bubbles coming from the anastomosis staple line. The surgeon removed the initial anastomosis and found the taples were not formed correctly. They were u shaped. To complete the procedure, the surgeon re-did the anastomosis using the same device. The next day, the patient developed compartmental syndrome that required re-op to decompress. The patient is currently stable.